Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not alarm that it was not infusing medication. There was patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
Additional information was received that the date of the event was (B)(6) 2024 and there was no patient harm/adverse event reported. Date returned to mfg 5/3/2024 one device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal and scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. The most probable cause was determined to be the customer turning the alarm notifications off in the settings. Alarm settings were reset and preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.